Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr shut down the system 1 and restarted several times. Sometimes the central control monitor (ccm) would boot up properly and other times it would remain blank. He inspected the ccm power/data cable and plug. He verified the local area network (lan) voltage was normal at 5.1 volts. He inspected internal cable connections and found no visible issues. The fsr dowloaded logs and sent them to the manufacturer for analysis. Another ccm was installed by the customer, which successfully booted. During laboratory analysis, the product surveillance technician (pst) observed the ccm to boot to blank screen. Replacement of the dual in-line memory module (dimm) stick with lab use only (luo) dimm stick restored ccm's functionality, determining dimm stick to be defective. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ccm b was not powering up. As a result, they swapped out the entire base. They had issues with removing and replacing the ccm to another base. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.